Event description:
A system error (se) 2240 alarm was identified in the logs during evaluation of a homechoice device. The system error occurred on (B)(6) 2011 but was not found in the event log. Se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) alarm was identified during a review of a returned homechoice device; there was no report for this alarm called in by the customer. Since there was no allegation of a product malfunction a sample was not requested. Not enough data is available within the complaint to identify root cause; therefore, the cause of the alarm was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).